Event description:
While lying prone on the radiographic extension board attached to or table model 2080l, pt fell to the floor. The pt consciously broke his own fall with his arms out-stretched, while simultaneously being assisted by anesthesiologist. Attempts to re-stabilize pt and extension board on the table were unsuccessful. There was no adverse pt outcome. Examination of extension board found locking/hooking brackets to be dull and worn. Board removed from svc. Epidural w/steroids and fluoro: procedure.